Event description:
Ous MDR - after an implantation time of about 61 months sensing issues in the atrial and farfield channel for home monitoring were reported to have been documented. Both leads were explanted when the ICD was replaced due to eri. No worsening of the patient's health was reported.

Manufacturer narrative:
The returned leads were extensively examined. As part of the analysis of both leads, the insulation was damaged due to friction in the distal portion of the lead bodies, particular at the valve level. These instances of damage are highly likely the cause of the clinical complaint. The damage found means that there were significant mechanical loads imposed on both leads for a longer period of time. The friction location and properties suggest excessive mechanical load on the leads due to an interaction with each other near the valve level. Further analysis of the setrox lead showed insulation damage in the proximal portion. This kind of defect suggests a simultaneous occurrence of great pressure of the lead on the ICD housing and also the lead rubbing against the ICD housing. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body.